Event description:
Glucose monitor delivered false readings, low/high inconsistently. Pt treating low blood sugars when blood sugars were not low resulting in pt's hyperglycemia. Monitor was returned to hdi wk of 1/23/1998.